Event description:
It was reported this a mitraclip procedure was performed to mitral regurgitation (mr) with a grade of 4. As the clip delivery system (cds) was prepared it was noticed that there was saline leaking from the lock lever cap despite it being closed. Upon further inspection, it was noted that the rubber ring that is found under the lock lever cap was not in an appropriate position and could not be repositioned to allow the lock lever cap to be closed properly. The cds was replaced and the operation was completed successfully, reducing mr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.